Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test, displacement test and self test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with stripped coin slot, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up and down buttons seem to wear faster and had to press harder. The customer also reported that the batteries did not last long, scratch on the screen and received failed battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.